Event description:
Patient reported she had fallen and the system was dislodged. As such, the system was explanted to address the issue. The investigation did not determine which lead had dislodged.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6940462. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.